Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: "the customer reported a complete failure of the novadaq equipment cart. On site, it turned out that during the surgery the picture turned black and the console had to be restarted. During the on-site inspection by the field service, no error was found. The pin point console including camera head will be sent in for repair. Medical procedure was completed succesfully by restarting the console. Surgical delay of 5min. Not longer." Probable root cause: no root cause could be established. The failure may be caused by a different device on the tower. The reported failure mode will be monitored for future reoccurrence. Manufacture date is not known. H3 other text : 81.

Event description:
It was reported that there was image loss during procedure. Please note that the procedure was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was image loss during procedure. Please note that the procedure was completed successfully.